Event description:
Issue found during preventive maintenance process, no incident or injuries reported. Ground terminal on ac plug loose causing intermittent ground lost. Replaced ac plug, power and unit both working properly.